Event description:
Mesh hernia repair caused nerve damage apparent on waking from surgery. Genital numbness, anorgasmia, loss of bladder and urethral sensation, sexual impairment. From the morning after the operation, and quite possibly for the rest of my life, there is no feeling in my penis. Although erection and ejaculation still function, with increasing difficulty, there is no erotic sensation, no pleasure, no joy, no orgasm, no sexual release at all. I am deprived of the enjoyment of the most basic, intimate, and fundamental expression of what it is to be male. While I fully understand that things happen in surgery, and possibly the female may not fully appreciate how deeply this feeling defines who we are; nevertheless something went very wrong here. I received practically zero information from dr when requested and had to do the medical research myself. When dr first appeared, she was obviously pissed off at having been called out to do normally elective surgery. She made a sarcastic remark, heard by myself, my wife, and staff, to the effect that "you let this thing go and now you want me to fix it?" When I stated I did not want plastic mesh but rather a skillful tension repair, she became even more annoyed and stated she "hadn't done a tension repair in 9 years and didn't think (she) could do a good job." Before passing out with pain, I told her to "use your best judgement." I can't help thinking that an annoyed person would be inclined to be hasty, impatient, and a little rough. On the operation report, she put "he has refused repair in the past." This is most definitely not true. I never sought medical treatment or evaluation before for the hernia. I have since learned (enclosure) of the proper doctor's procedure to spontaneously reduce a hernia, which involves several steps. I was handed an ice bag and told to reduce it myself. It was inflamed and wasn't going back in with the simple pressure I had always used in the past. I did not know about using two hands, one cupping the brim, flexing the leg frogwise, putting a pillow behind the knees, and having a tilt table heading down 15 to 20 degrees. It was "mushrooming" instead of going back in the hole. I can't help but think that if this had been done on me while conscious, the edema that allegedly obscured the nerves would have subsided before the surgery. On waking after surgery, I found a very great deal of edema in the penis skin, and numbness. Dr told me that was normal so I assumed the numbness was probably due to the edema. The organ itself stayed partially erect for two days, which I have since learned is a sign of possible nerve damage. When I had healed enough to attempt gentle sexual relations, I was horrified to find that, although the body was willing and able to perform, there was no feeling, no pleasure sensations at all. Nothing. I brought this up to dr at 1st follow-up visit. She stated that, "of course we strive to preserve function but the ilioinguinal nerve runs right through there and is hard to avoid. It may return, but you'll have to resign yourself to the fact that it may never come back." At the 2nd follow-up, I brought this up again and she stated that "you looked like a hand grenade went off in there. There was so much edema I couldn't identify any anatomy, couldn't see any nerves." Any further discussion of male sexuality was met with the stony silence of one in fear of lawsuit. If dr lacks respect for the essential attribute of male gender, she should not be operating on that area of the male anatomy. My most sensitive secret places, the glans, sulcus, and urethra are now unfeeling as is the penile skin. I do have bladder control, but even the bladder fullness sensation is now quite different. When I consented to treatment, I was in no way informed of the possible consequences to my sexual function. What I would like done is: cut through the red tape that forbids me from shopping for a urologist. Refer me to a qualified urologist (I have one in mind) for an independent evaluation of my condition and opinion of whether or not it is reversable, and pay for at the very least such evaluation and opinion.